Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw on the implantable pulse generator (ipg) would not screw in to connect the right ventricular (rv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.